Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5 mm suture anchor with two ultra braid sutures returned. Visual inspection confirmed damage to the anchor and the inserter device. The anchor is bent/curved with distal threads distorted and burnished. This condition indicates loss of axial alignment with excess force applied. One is completely fractured off and the other was received bent around the distal tip of the inserter. These are symptoms of excess torque applied. It was reported that the patient¿s bone density was hard. Prep instruments were listed as a 2.9 mm starter and a 5.5 mm tap. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that during shoulder rotator cuff repair surgery, after entering the arthroscope, it was found that there were cracks on the anchor. No patient injury was reported.

Manufacturer narrative:
Event description needs to include device evaluation findings as the reason for reporting. Line within investigation results was missing in the narrative text, read correctly as follows: one 72202595 twinfix ultra pk 4.5mm suture anchor with two ultra braid sutures returned. Visual inspection confirmed damage to the anchor and the inserter device. The anchor is bent/curved with distal threads distorted and burnished. This condition indicates loss of axial alignment with excess force applied. Per the IFU: ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. The inserter forks were damaged as well. One is completely fractured off and the other was received bent around the distal tip of the inserter. These are symptoms of excess torque applied. It was reported that the patient¿s bone density was hard. Prep instruments were listed as a 2.9mm starter and a 5.5mm tap. For hard bone applications IFU recommends specific prep instruments: 3.5 mm spade tip drill, 4.5 awl-dilator. IFU reads: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no root cause related to the manufacturing of this device was confirmed.

Event description:
During the device evaluation it was found that the inserter forks were also damaged, one was completely fractured off and the other was received bent around the distal tip of the inserter.